Event description:
It was reported that the implantable cardioverter defibrillator exhibited far field r-wave oversensing. The oversensing caused inappropriate mode switching. No patient symptoms were reported. The device was reprogrammed to resolve the issue. Patient's condition post programming changes was unknown.